Manufacturer narrative:
Report date: 18aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit will not turn off using the power button, and unit turns on automatically when plugged in. The device was outside clinical use for treatment when the reported event occurred. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit turns on automatically. The biomed had attempted replacing the power management board but has not resolved the problem. The rse recommended ordering and replacing the ui board to the biomed. The rse provided biomed with the part # for the ui board. The biomed replaced and installed the user interface to resolve the problem. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.